Event description:
Ventilator failed while being used on a patient. It started to smoke. Respiratory staff pulled the vent from service and red tagged it. Biomed department found a burnt diode on the servo board. The servo board was replaced and that took care of the problem. No adverse outcome to the patient.